Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However without the actual sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports cracked caresite valves. In one case, chemotherapy drugs (mtx) leaked during infusion.

Manufacturer narrative:
(B)(4). Twelve(12) used sets and ten(10) unused sets were received for evaluation. All twenty-two sets were tested for leakage per the specification. Six(6) of the used sets exhibited leakage. No non-conformances were observed on the other sixteen(16) sets. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking and leaking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available a follow-up report will be filed.